Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a healthcare provider (hcp) regarding an external device. The reason for call was caller requested assistance in activating MRI mode for the patient. Agent set the case as staging record because caller mentioned that they were seeing the poor communication screen. During the call, patient's representative also provided information regarding them trying to charge the implant and confirmed that the implant was still charging instead of the implant being fully charged. Before agent could ask for event information, caller already requested to be transferred to technical services and for agent to not take too much time in doing so. Agent reviewed general device use and redirected the caller to technical services to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient representative indicates that they could not get an MRI done because they could not recharge the device to put it into MRI mode.